Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a plate broke. The plate was removed and replaced. It is suspected that the patient was not compliant.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. A process evaluation was also performed based off the lot number provided. There were no indications of material or manufacturing defects. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.